Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for an IV antibiotic treatment (specific date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, and the device was explanted. During the same surgery, skin around the incision area were debrided and cleaned successfully.

Event description:
Per the clinic, the patient experienced swelling, purulent discharge and extrusion of the device after sustaining trauma to the cochlear implant side of the head. Subsequently, the patient was treated with antibiotics (specific date and duration not reported). There are plans to explant the device. However, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.